Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An assistant director reported that scratch at 2 o'clock mid to peripheral optic as it was going into the eye. Additional information was requested and received that no info available. No patient harm reported. No further information is available at this time.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch on lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).